Event description:
The nurse used the blue oral swabs from vap kit to provide oral care for intubated patient who had no teeth nor dentures. When the nurse removed the stick the swab was no longer on the end. With some difficulty the nurse was able to locate the swab in the patient's mouth and retrieve it.